Event description:
Pli-10: it was reported that at the end of paraesophageal hernia robotic laparoscopic procedure, when the bipolar maryland forceps was attached to the sterile interface module (sim), the instrument was not recognized and did not show name or % life on arm display. There was a notification for expired instrument during the case. There was no impact to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated information: b5 (event description), d10 (concomitant product), h2.6 (annex a, b, c and g codes) device evaluation: medtronic led an evaluation of the associated device data logs for the reported bipolar maryland forceps. Evaluation of the device data logs for the bipolar maryland forceps indicates an instance of attempting to attach the bipolar maryland forceps and the system not detecting it. However, after another attempt it worked, which may suggest that the bipolar maryland forceps was connected to the sterile interface module, but was not detected. As for the expired instrument notification, this is a normal reminder by the system and not a failure that the instrument use time ended and should be discarded at the end of the procedure. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of paraesophageal hernia robotic laparoscopic procedure, when the bipolar maryland forceps was attached to the sterile interface module (sim), the instrument was not recognized and did not show name or percent life on arm display. There was a notification for expired instrument during the case. There was no impact to the patient.